Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found a broken tip clamp and a plunger clamp stuck from dried serum. The fse replaced the tip clamp, plunger clamp, and lld spring on position# 8. The fse also found a worn 2-pole cable in positions #3 & #8 and replaced them. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).